Manufacturer narrative:
The field service representative has shipped a new latch for the customer.

Event description:
It was reported that during the use of the device for a non-clinical activity, the latch broke off the air bubble detector (abd). The plastic latch was found in pump room. There was no pt involvement.